Event description:
The following info was reported by the customer's attorney's office: in 2008, the customer's doctor prescribed the use of an insulin pump with an infusion set. On numerous occasions, he failed to receive the correct doses of insulin to manage his diabetic condition. He lost consciousness while driving and died in a fatal car accident resulting from improper amounts of insulin. His two grandchildren, (B)(6), were in the car and also suffered severe injuries resulting from the customer receiving improper amounts of insulin. As a direct and proximate result of acts and omissions, (B)(6) have, and will continue to suffer damages. Nothing further was repeated.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.